Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu battery needs to be replaced. The reported issue is currently under investigation.

Event description:
It was reported that the mda memory prevented the system from booting up. There is no report of injury or death associated with the event described in this complaint.